Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a cracked, unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen.

Event description:
It was reported that the device needed maintenance. During the device evaluation, ventec observed that its lcd touchscreen was cracked and unresponsive. There were no reports of patient involvement associated with the reported event.